Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A right ventricular lead integrity alert triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.